Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling during a bolus attempt. The customer changed the battery and the display went blank. It was stated that the customer did not recall any significant events leading to the keypad issue. The customer suspended the insulin pump while at practice and after practice customer attempted to bolus and issue occurred. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.